Manufacturer narrative:
(B)(6) assessor spoke with the vg-20 user regarding a previous case (B)(4) during which he mentioned a high glucose level of 450. Patient stated it was 6 months ago, but did not know the actual date or time. Patient denied symptoms of hyperglycemia. Patient attempted to treat it with additional clicks and when that was not effective he gave sq insulin via a pen. Patient does not recall the dose. Patient went to the ER because he thought that was what he was supposed to do. Patient was not admitted, but was given outpatient treatment of insulin and IV fluids. Patient was released after 3 hours. Patient endocrinologist was aware of the event. The patient did not recall all the details of the event. Patient is in touch with his endocrinologist regularly. Patient has copd and some days are better than others. Pateint does not exercise. Patient follows a low carb diet.patient currently dosing according to a sliding scale and he states he wants his hcp to increase him to a vgo30 because his glucose averages are higher than he wants. Pateint has not had serious elevated sugars since then. Patient was treated and then discharged after 3 hours. Device contribution cannot be excluded, because patient could not recall details.

Event description:
The patient reported being hospitalized about 6 months ago for hyperglycemia patient bg was at 450, denied any symptoms. Patient was in the ER for three hours, and was hydrated and brought down his glucose levels. The patient was not admitted to the hospital.